Manufacturer narrative:
Two used samples were returned and evaluated. The stylets had the sleeves dislodged from the handle. One of the stylets was wetted and the stylet was easily removed. The mfg plant reported the lot was produced prior to refinements in the hydromer coating process. Additionally, additions were made to the product instructions, which instruct the customer to activate the hydromer coating with water to facilitate removal of the stylet. These two changes have eliminated the reported problem. Please note that this report may be based upon info not yet verified by sherwood davis and geck to be complete and accurate. Furthermore, this report does not necessarily reflect a conclusion or admission by sherwood davis and geck that one of its products has caused or contributed to a deah or a serious injury or that one of its products has malfunctioned.

Event description:
Customer reports that the guidewire was difficult to remove. They had to reintubate the pt.